Manufacturer narrative:
Device was received with cracked end cap. Unable to confirm compromised force sensor system alarm or perform the displacement test rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to end cap anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had compromised force sensor system alarm. The customer¿s blood glucose level was unknown. The customer stated that the pump had compromised force sensor system. The insulin pump will be returned for analysis.